Event description:
The pt tested his blood glucose on suspect device and it was a high reading as indicated by his wife. She administered insulin on a sliding scale per the reading. About 6 hrs later he was having an insulin reaction. His wife had to give him orange juice to raise his glucose. At that time she tested his glucose on suspect device and it was 50 mg/dl. About a week later he was in the hosp for congestive heart failure and his wife brought in his suspect devices to the hosp. The hosp device read 358 mg/dl while his devices read 440 mg/dl (home device) and 428 mg/dl (work device).